Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also reported that the patient was unable to charge the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.